Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported partial clip movement on the leaflet and slda appear to be related to patient morphology/pathology and likely due to the short and restricted condition of the posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was placed without issue reducing the mr grade to 2; however, after placement there was a lot of movement in the clip due to the short and restrictive posterior leaflet. A second clip was prepared and advanced. The shaft of the clip touched the first clip slightly but there was no issue noted. Grasping attempts were made with the second clip without difficulty. It was then observed that a slda of the first clip from the posterior leaflet had occurred. It was stated that there was no relationship of slda to the slight touching of the first clip with the 2nd clip during placement and the slda was most likely because of the short and restrictive posterior leaflet. The 2nd clip was placed laterally to the first clip in an attempt to stabilize the first clip. A third clip was advanced and placed medially without issue for stabilization of the clip. Mr was reduced to grade 2-3+. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.